Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) cuff revised. A new device consisting of a 3.5 cm cuff was implanted. Should additional information be received a supplemental report will be submitted.